Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave was analyzed. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Subsequently, flushing of the device through the irrigation line was tested. Irrigation was observed in undeployed state, but not in basket and flower shape. The catheter was dissected to inspect the flush lumen to determine any potential cause for the flushing issue. Dissection revealed some kinking of the flush lumen, which likely caused the flushing issue.

Event description:
It was reported that during the procedure, difficulty to irrigate the farawave pulsed field ablation catheter was experienced. After connecting the flush line to the catheter, the catheter was not dripping, indicating that the flush lumen was obstructed. After changing the irrigation line and the syringe, ensuring no bubbles were in the catheter connected to the sheath, while trying to aspirate the sheath again the issue reoccured. The catheter was replaced and the issue was resolved. The procedure was completed and there were no patient complications. The catheter was received for analysis.

Event description:
It was reported that during the procedure, difficulty to irrigate the farawave pulsed field ablation catheter was experienced. After connecting the flush line to the catheter, the catheter was not dripping, indicating that the flush lumen was obstructed. After changing the irrigation line and the syringe, ensuring no bubbles were in the catheter connected to the sheath, while trying to aspirate the sheath again the issue reoccurred. The catheter was replaced and the issue was resolved. The procedure was completed and there were no patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.